Manufacturer narrative:
No patient information provided to date after calls to customer 11/16/2020, 11/18/2020, and 11/23/2020. The customer declined ge service. No repair information available.

Event description:
The hospital reported a malfunction resulting in the over delivery of pressure in the patient circuit. There was no report of patient involvement.